Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An elderly pt with a fractured c1 and c2 was undergoing a posterior cervical fusion involving a mayfield skull clamp (B)(4). The pts' head moved and the unit failed to hold the pts' head in place. The pt experienced a one inch laceration which required suturing. No stereotaxy device was being used at the time of this event.